Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And device evaluation. During inspection, olympus found white residue inside in air/water channel and air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed that the foreign material residue point was confirmed free from deformation. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection"; IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residue inside the air/water channel and air/water cylinder. There were no reports of patient involvement.